Event description:
It was reported that the customer was hospitalized multiple times. Customer stated that in the past customer was hospitalized with blood glucose readings of 30 mg/dl and had multiple seizures. Customer's blood glucose readings had risen to 424 mg/dl by the time she went to the emergency room. Customer stated that her husband gave her liquid glucose and juice to treat the low readings prior to the seizures. Customer mentioned that she woke up in the intensive care unit being numb waist down. Troubleshooting was performed and the drive support cap and all settings were noted to be normal. Customer mentioned that a week prior to the hospitalization they were sick and had high blood glucose readings. Customer also mentioned that on another occasion they were taken to the hospital with blood glucose readings of 824 mg/dl. It was noted that the customer was unable to get the sensor to work without bending the needle. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.